Event description:
It was reported that at implant the helix of this lead would not extend after being rotated multiple times. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
The complete lead was returned. The helix was retracted and dried body fluid was noted in the helix housing. Visual inspection showed hat the insulation was bunched and conductor coils were deformed this was consistent with the lead being placed through a constricted area. The lead passed electrical continuity testing. Laboratory analysis confirmed he reported allegation due to the observation of bunching of the insulation and deformed conductor coulis.